Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, blank display, excessive no delivery alarms, button error and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 460+ mg/dl. The customer treated for the high readings and now has reading of 248 mg/dl. The customer stated that there was a blank display and no delivery alarms throughout the night. The customer had the battery out for 10 minutes and received a battery out limit alarm. The customer was advised to insert new aaa alkaline battery. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms or blank display noted. All of the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.